Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle and after the procedure when the catheter tip was checked, char was attached to the proximal side of the catheter. There were no reported issues with the catheter or generator settings/parameters. The procedure was completed without problem. Site of occurrence was unknown but the ablation was stopped by temperature rise once in left pulmonary vein (lpv) roof. The catheter was removed from the patient¿s body and checked on the spot, and char was not attached. Therefore, lpv ridge and roof were unlikely as the site of the char occurrence. The patient had poor renal function and significant respiratory variability during the procedure. No patient consequences were reported as a result of the char: the patient was reported to be asymptomatic so far.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-mar-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle and after the procedure when the catheter tip was checked, char was attached to the proximal side of the catheter. There were no reported issues with the catheter or generator settings/parameters. The procedure was completed without problem. Site of occurrence was unknown but the ablation was stopped by temperature rise once in left pulmonary vein (lpv) roof. The catheter was removed from the patient¿s body and checked on the spot, and char was not attached. Therefore, lpv ridge and roof were unlikely as the site of the char occurrence. The patient had poor renal function and significant respiratory variability during the procedure. No patient consequences were reported as a result of the char: the patient was reported to be asymptomatic so far. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature and impedance, and patency tests of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that thrombus/clot/char was attached to the device tip. Temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. The event described by the customer was confirmed based on the condition of the device tip. A manufacturing record evaluation was performed for the finished device 31172655l, and no internal action was found during the review. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. The evaluation determined that char is a physical phenomenon of rf (radiofrequency), it can be the normal result of the ablation process. The instructions for use contain the following guideline: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. Do not use the catheter without irrigation flow. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 40°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting rf application. The root cause of the thrombus/clot/char attached to the tip of the device could not be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-jan-2024, bwi received additional information regarding the event. There were no error messages noted on the bwi equipment during the procedure. No product problems were identified as well. The patient had not exhibited any neurological issues since the procedure's completion. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).